Event description:
It was reported that the customer experienced sustained hyperglycemia while using the ilet with a contact detach infusion set and cartridge that had been recently changed, confirmed by glucometer and higher than cgm values; the customer delivered 15 units of insulin via pen, disconnected from the ilet, and later identified that a needle cover had not been removed at the infusion site. Symptoms included elevated blood glucose. Outcomes included self-management with subcutaneous insulin and planned supply replacement, with no hospitalization or adverse effects reported. Investigation included customer counseling to verify blood glucose with a glucometer, assessment of infusion setup, and follow-up to confirm glucose was trending down. Investigation of this case revealed use error related to infusion site setup with the needle cover left in place, which is consistent with improper infusion set insertion and resultant under delivery. It was concluded, based on previously established findings for similar reports, that the cause was use error during infusion set placement leading to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.